Manufacturer narrative:
Additional information has been requested, and if received will be provided in a supplemental report.

Event description:
It was reported that, "this is the patient's fourth revision. Patient had a rejuvenate stem and an adm cup from the previous surgery done early april. Patient continued to dislocate, surgeon did fourth revision to try and fix the dislocating."